Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the surgery ward. During insertion, the guide wire became kinked. As a result, the guide wire was removed and a new kit was used successfully for the procedure. There was a delay in treatment with no patient harm and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire kinked during insertion was confirmed. The customer returned one guide wire and one picture. No other components were received. The picture showed the guide wire in a plastic bag but the guide wire was barely visible. Visual examination of the returned guide wire confirmed multiple kinks from the distal end to the middle of the wire. Microscopic examination confirmed the seven kinks and confirmed that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The kinks were measured at 3.0, 5.0, 13.5, 17.5, 22.5, 24.5, 29.8 cm from the distal weld. The guide wire measured 601mm in the total length and exhibited an outside diameter (od) measured 0.805 mm. The returned guide wire met specification for length and od of the guide wire packaged in the reported kit per the guide wire graphic (length: 596 - 604 mm and od: 0.788- 0.826 mm). The instructions for use describe suggested techniques to minimize the likelihood of guide wire damage during use. The device history record review was performed based on sales history and did not reveal any manufacturing related issues. Since the guide wire is always other remarks: inserted through another component such as an introducer needle, ars syringe, or introducer catheter and none of these components were returned, the probable cause of this issue could not be determined. No further action will be taken.